Event description:
It was reported that the asymptomatic patient to the clinic for a routine follow up. The ventricular lead exhibited increased capture thresholds. On (B)(6) 2014 the lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.